Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 at 22:28:10. During night drain cycle 5, the patient's ultrafiltration reading was 2894ml, indicating the home patient (hp) drained 2894ml more than their maximum programmed fill volume of 2500ml. This meant the total drain volume was approximately 5394 ml. This information meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.